Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 216 mg/dl to an unknown elevated bg level; cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.